Event description:
According to the reporter, pt with a migrated tfn helical blade in one proximal femur and a migrated dhs lag screw in the other proximal femur. The nail, helical blade and locking screw are synthes products. The dhs lag screw is not synthes' product, instead it is a sliding hip plate screw - ambi from smith and nephew. Pt complained of hip pain to the surgeon. Based on the complaint about pain, surgeon assumed medial migration. Upon review of x-rays it was determined there was no migration. The current surgeon is not the initial implanting surgeon. No additional info available regarding hosp or implanting surgeon. This complaint is on the locking screw and this is 3 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.